Manufacturer narrative:
On (B)(6) 2022, after several follow ups mentor became aware that impacted device's lot number is 5980038. Catalog number is 3503500. The impacted device is 500cc mentor smooth round high profile breast implant. A manufacturing record evaluation was performed for the finished device 5980038 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 4, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant was found to have a tear on the posterior view, measuring approximately 0.8 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision surgery with a 425cc mentor smooth saline round moderate plus saline breast implant experienced right sided deflation post procedure. Patient stated that she had heart surgery that may have caused the deflation. As a result, patient underwent removal and replacement with a 700cc mentor breast implant on (B)(6) 2021.